Manufacturer narrative:
The data acquisition pcba was successfully provided to the customer. Multiple good faith efforts were made to obtain information to confirm successful repair and current operational status of the device with no response from the customer and therefore cannot be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint from customer biomed reporting proximal pressure sensor autozero failed message occurred on the v60 ventilator. The issue is reported to have occurred at device start-up; the device was not in clinical use. There was no harm reported. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The solenoids were checked and seem to be working. The rse advised replacement of the data acquisition (da) printed circuit board assembly (pcba) and supplied the part details for the customer order. The investigation is ongoing.